Event description:
Pt reports an infection that was treated with antibiotics. Pt said that dr. (B)(6) prescribed antibiotic to open up tear ducts at the back of the eyelid, but he does not know the name of it. He is wearing an old lens until the replacement comes from (B)(6). Attempts to contact the pt and the ecp for more info have been made with no reply to date. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the info.